Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a change in therapy coverage associated with lead migration and high impedance. It was specified that one lead presented high impedance and the other had migrated, however it was not possible to identify which lead corresponded to each issue. As a result, both leads were explanted and replaced to address the findings. The explanted leads were disposed of by the facility per policy and were not returned for analysis. The patient is reported to be doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the start of the issue in october 2025 provided by sales employee via gfe additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7161239. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).